Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, with it been a gradual increase. Technical services (ts) was consulted and discussed the available programming settings. Ts noted calcification as a possible cause for the measurements. This rv lead remains in service. No additional adverse patient effects were reported.